Event description:
Boston scientific crm received information that this patient had passed away due to coronary artery disease (cad) and chronic obstructive pulmonary disease (copd). It was also reported that this patient has (B)(6) and therefore, this pacemaker was destroyed following explant.

Manufacturer narrative:
This issue will be re-evaluated if additional information is received.